Event description:
Trach tube demonstrated same failure mode as reported in 2001. There is an extra piece of plastic tubing forced into shaft of trach tube. Appeared when attempt made to suction pt. Switched to bivona brand trach tube.